Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was found that the device was returned with the ligator housing with six bands still attached. The ligator housing teeth were found bent. The handle has damage markings made by the trip wire. The handle does not have evidence that the trip wire was secure. Additionally, it was noted that the trip was slack was not taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the scope, making the trip wire not work accordingly with the handle when pulling the bands. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the third and fourth bands would not deploy properly. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the third and fourth bands would not deploy properly. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.